Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 76 mg/dl. Customer reported that the insulin pump had blank display and did not returned after restart. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No replace battery now alarm noted during testing or in the insulin pump trace download. (B)(4).